Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation-lens was returned dry in the lens case/vial, with debris and clear and white residue covering the product. Visual inspection found the haptic torn. Vial was sealed with tape instead of a stopper. No similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon attempted to implant a 13.7mm vticm5_13.7 implantable collamer lens, -8.5/+1.0/030 diopter, into the patient's right eye (od), it tore while loading. This occurred on (B)(6) 2017. The lens was not implanted.